Event description:
It was reported that the filtrate pump never turned on during a patient¿s continuous venovenous hemodialysis (cvvhd) treatment on a multifiltrate pro machine. As a result, there was no ultrafiltration (uf) during the treatment despite the uf target being set. The machine data and service report documents were provided as objective evidence. There were no further details provided in the initial reporting. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information was provided stating there was no patient injury or harm due to the reported issue, and no medical intervention was required. The machine reportedly alarmed with multiple ¿balance alarms¿. The patient¿s blood was rinsed back, but this was not done until nearly three hours after the balance alarms occurred. No further details were provided.

Manufacturer narrative:
Additional information: b5 plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, machine files were provided for review and evaluated. If a serious balancing error occurs during dialysis, the machine will recognize this and display error code 7980. If this error occurs, the patient¿s treatment cannot be continued because the pumps involved in the balancing process (dialysate and/or substitution pump and filtrate pump) must be stopped. The blood pump continues to run as usual to prevent clotting and to allow reinfusion of the blood. The user must then initiate the end-of-treatment process. Manual reinfusion of blood is always possible, which is explained in the instructions for use (IFU). A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. With this treatment, the problem may have occurred due to a balance deviation message which coincided with the t0 balance test. The reported event is within the scope of a product improvement project. A software problem was identified, and the cause of the failure was traced to device design.